Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 10 cm from the connector pin, due to friction with another device, which could have caused the reported noise problem.

Event description:
It was reported that the patient experienced twiddler's syndrome. The right atrial lead exhibited noise, over sensing and the insulation was abraded. The lead was explanted and replaced.